Event description:
Procedure: colectomy. Pt sex: unk. Reportedly, after two or three applications of the device the jaws jammed on the tissue. The tissue was reportedly torn and required the application of clips or sutures to fix.